Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a repair of a ventral hernia on (B)(6) 2012 and mesh was implanted.  On (B)(6) 2014 the patient underwent surgery at grand strand (B)(6) medical center for recurrence of ventral hernia and the mesh was removed. No additional information was provided.